Manufacturer narrative:
The reported event of noise oversensing was confirmed. Only the distal portion of the lead was returned in one piece for analysis. Visual inspection found two external abrasions at 5.6 cm to 6.0 cm and 13.5 cm to 13.9 cm from the distal electrode tip breaching the outer insulation proximal to the ring electrode consistent with friction to another implanted device or feature of the patient anatomy. The outer coil was found exposed at both locations. The cause of noise oversensing was due to the outer coil being exposed at the abrasion zones.

Event description:
It was reported that the patient presented in-clinic for a right-atrial (ra) lead, right-ventricular (rv) revision surgery as previously upon interrogation it was noted that the ra and the rv lead exhibited noise oversensing. As a resolution the ra and the rv lead were explanted and replaced on (B)(6) 2025. The patient condition was stable.